Event description:
The customer reported that during the surgical procedure, at the time of using and inserting the gastrostomy button, it was dysfunctional since a piece corresponding to the balloon was detached and it was not possible to place it. Additional information was received from the customer and stated that the detachment occurred before it was placed in the patient, at the time of verifying the condition of the balloon. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on 12-aug-2021. A picture and a sample were received for evaluation and the reported condition has been confirmed. A supplier corrective action request has been opened to address the reported condition.